Event description:
I received the penuma brand silicone penile implant (that supposedly has FDA approval) on (B)(6) 2021. The surgery was performed by dr. (B)(6) at (B)(6). Dr. (B)(6) pays a royalty to dr. (B)(6) of (B)(6) to install these devices in the (B)(6) area. Dr. (B)(6) is currently one of 9 doctors in the country that installs the penuma on behalf of dr. (B)(6). The penuma was offered as a solution to help my symptoms of peyronie's disease (pd). My pd symptom was an hourglass deformity in the shaft of my penis. I had wounds in my skin at the distal end of the implant after the initial surgery. I also experienced a large amount of seroma fluid and pressure on the dorsal side of my penis after surgery. This seroma fluid and pressure was enough to burst through one of the wounds I experienced during the initial surgery. This hole left in my penis never healed closed, even after two unsuccessful surgeries to attempt to salvage the implant. I had to keep my penis wrapped and be on antibiotics for the seven months and one week I dealt with the awful complications I experienced from this implant. The hole in the side of my penis actually became larger over time as the implant pushed through the hole over time. The hole became too large to effectively manage for infection and I had to have the implant removed on (B)(6) 2022. The removal of the implant was performed at the same surgery center by the same doctor. My experience with the penuma penile implant was seven months of dealing with pain and complications. My experience with the penuma implant left me damaged financially, physically, and emotionally. I am worse off now than before I had the penuma implant. The penuma is advertised online as being 'FDA approved'. The FDA should not be approving this device. The penuma is leaving men disfigured and worse off in many ways. I contend that the online advertising for this implant cultivates a false sense of favorability for the penuma for prospective patients. The truth of this implant is that it fails quite regularly, yet negative truths about the penuma is made hard to find online. Please ban the penuma from the market! It is not a safe and effective medical device! Dr. (B)(6), and dr. (B)(6) by extension, are financially preying on men with sensitive male genitalia issues. Please see my attached pics. My penuma experience has left me with horrible scarring and disfigurement. "Company used by dr. (B)(6)". FDA safety report ID# (B)(4).